Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/24/2025 the user reported dropping the ilet device and the screen was broken. The user¿s blood glucose (bg) was not affected at the time of the event. The device was replaced.